Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: trying silence/turn off a g5 that was constantly alarming tf (B)(4). Problem did not occur during ventilation.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator was constantly alarming tf 9910/9912/9917 during non-clinical procedure. No patient involved. The event did not cause or contribute to a death or serious injury to a patient the log files provided, confirmed @15.09.2023 multiple "panel connection lost" alarms occurred when the device was in ventilation mode without starting the ventilation. Later the device switched to ambient irreversible, and a couple of technical faults (tfs) appeared afterwards. The operator was not able to switch off the device because also "ventilator unit connection lost" alarms were logged. The root cause of the event was deemed to be a defective ventilator unit processor (vup) electronic system modules (esms). After replacing the ventilator unit processor (vup) electronic system modules (esms), the functional check and service software verification passed successfully, and the device was released for use.

Event description:
Hamilton medical ag received the following incident description: trying silence/turn off a g5 that was constantly alarming tf 9910/9912/9917 problem did not occur during ventilation.